Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ec60a device was returned in good visual condition and with an ecr60b cartridge loaded on the device. The cartridge was received unfired and in good visual condition. The device was tested for functionality in the articulated position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted during the functional test. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device was used once and worked properly. For the next use the jaw was closed but the device would not fire. Then it would not open, even after pressing the red button. It is unknown how the procedure was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Describe what was done to remove the device from the patient¿s tissue. Was there any damage to the patient¿s tissue? Any intervention to address damage (please explain) ? Was the procedure changed in any way as a result of the difficulties with the device? What was the condition of the patient following the procedure ¿ stable, discharged, critical ¿ please explain.